Event description:
Oncology kit with chemolock w/red cap, chemolock port malfunction. Chemolock with red cap would not stay engaged with chemolock port. Noted this happening with multiple devices all with lot#5850661. ICU medical has disclosed to us there is a potential defect with any port which contains the spring for attachment but will not disclose the lot numbers they have identified as affected. Manufacturer response for chemo lock, oncology kit with chemolock w/red cap (per site reporter) ICU medical has disclosed to us there is a potential defect with any port which contains the spring for attachment but will not disclose the lot numbers they have identified as affected. We have had more occurrences with another lot and were able to exchange the kits for new ones through ICU medical.